Manufacturer narrative:
To: as reported, the optifix straight fastener device deployed a broken fastener and the barrel insert detached. The subject device was returned and visually evaluated confirming the detachment of the barrel insert and deployment of broken fasteners. The guidewire and the backup tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use. Bent components led a combination of factors that led to the detachment of the barrel insert component on the distal tip of the device. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device. Review of manufacturing records confirms product was manufactured to specification and no manufacturing anomalies were found. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp) procedure on (B)(6) 2021, the bard/davol optifix straight fixation device was used to fixate 3dmax light mesh, the fastener was broken and the barrel insert was detached. It was reported that the broken fastener was removed from the patient's body and another optifix device was used to complete the procedure. There was no reported patient injury.